Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call replace battery now alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was 191 mg/dl. Troubleshooting was performed. Customer replaced the battery and the alarms recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test not found during testing. Device passed the displacement test, sleep current test, active current test and the self test. (B)(4).